Event description:
The customer reported that the speaker at the bedside monitor was malfunctioning. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.